Event description:
The customer stated that the architect analyzer generated falsely elevated lithium results on a patient sample. On (B)(6) 2013 the results generated for patient sid (B)(6) were >3.5 / repeat < 0.665mmol/l. All qc was within acceptable limits. No additional patient information was provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Erratic lithium results were generated on the architect c8000 system. Field service addressed the issue by replacing the r1 mixer, probe and syringe, parts associated with the vacuum, the sample tubing, and the r1 inner tubing. A return was not necessary to evaluate the issue. Review of the instrument service ticket history for tickets received on serial number (B)(4) after july 15, 2013, identified no other instrument issues which may have contributed to this complaint. Most probe replacements are done as part of preventive maintenance; no issues or adverse trends were identified with the c8000 system or replaced parts requiring further action. A review of the architect operators manual shows adequate troubleshooting information for the described issue. Various fluidics components are listed as probable causes with the corrective action to clean or replace the part. The operator is directed to contact abbott if the listed corrective actions do not resolve the problem. Based on the available information, a deficiency of the system was not identified. There is not enough evidence that reasonably suggests a malfunction occurred.